Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed internal leakage test during pre-use check. The conclusion was that the reported internal leakage test failure was resolved by replacing the damaged nozzle unit. The damaged nozzle unite was bought from third party. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).